Event description:
Customer performed a blood glucose test at 9pm and received a result of 100 mg/dl. The customer took their normal dose of novolog. They stated their chest and arms were hurting so their family member took them to the hospital. At the hospital they tested patient's blood glucose and received a result of 700 mg/dl. They stated their device had been reading 100 mg/dl for the past week. They were having symptoms of high blood glucose such as thirstiness and frequent urination. They were given an insulin drip and admitted to the hospital. Unknown if controls were in use or not. A request was made for the return of the suspect device and replacement products was sent. The customer stated they had thrown away the device.